Manufacturer narrative:
To date, the incident sample has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained, a follow-up report will be submitted. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a thoraco/lobectomy. For the second firing on the pulmonary artery the surgeon could not squeeze the handle at the central site of the staple line. He could not pull the black return knob back. The device was kept on the tissue and started stripping the other site off. During stripping, less than 200ccs of bleeding occurred. The surgeon then removed the reload from the tissue using force and the tissue was slightly torn and bleeding. He temporarily ligated cut end of the pulmonary artery. The case was completed using a new device. There was tissue damage. Patient is alive.

Manufacturer narrative:
Evaluation summary post market vigilance (pmv) led an evaluation of one device. Visual and functional evaluation of the instrument found no abnormalities. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly or component related failures. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.

Event description:
According to the reporter: occurred during a thoraco/lobectomy. For the second firing on the pulmonary artery the surgeon could not squeeze the handle at the central site of the staple line. He could not pull the black return knob back. The device was kept on the tissue and started stripping the other site off. During stripping, less than 200ccs of bleeding occurred. The surgeon then removed the reload from the tissue using force and the tissue was slightly torn and bleeding. He temporarily ligated cut end of the pulmonary artery. The case was completed using a new device. There was tissue damage. Patient suffered a cerebral infarction the next day that the doctor commented was no related to this incident. The patient is currently in good condition.